Event description:
It was reported that the 9800 system shows a data error and won't boot up after the co had a power outage. The customer was unable to fluoro. No injury to pt was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep found the rut data was missing. He reinstalled the rut data to correct the problem. The system operates as intended.